Manufacturer narrative:
.

Event description:
It was initially reported by the patient that she had a generator pocket revision on (B)(6) 2014 for the sake of comfort. It was later explained by the physician's office that the patient initially thought she had an infection as she had a fever and the generator site was red; however, the physician ruled out infection. The patient noted she had a stinging pain which was worse with movement. It was confirmed the surgery was performed due to pain, and not to preclude a serious injury.

Manufacturer narrative:
This information was inadvertently incorrectly reported on the initial MFR. Report.